Event description:
The infusion pump was received at the service facility with a note that stated "machine broken. Does not regulate flow currently or not at all". Reportedly the pump was in clinical use. No add'l info was able to be received. No pt injury was reported.